Manufacturer narrative:
Date of event is unknown. Additional information will be provided if available. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported seeing parasite images. Moving the device above the processor's electrical connection resolved the issue. The same image reappeared when a gastroscope was connected, but disconnecting and reconnecting the device corrected it. This occurred during the pre-use inspection of an olympus xenon light source. No patient involvement was reported.